Manufacturer narrative:
This device is used for treatment, not diagnosis. The measurable dimensions of the plate were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. The fracture face is homogeneous which indicates material conformity. No product fault could be detected. Next to the fracture face it is clearly visible that the anodization layer of the plate is overstretched and has lost its golden appearance. Also there are marks of a tool visible on both fragments close to the fracture. This let us assume that excessive contouring did weaken the plate and caused finally the breakage.

Event description:
Device report from synthes (B)(4) reports an event in france as follows: during a procedure while checking if the lcp postlat distal fibula plate fits with the patient's anatomy, the lcp postlat distal fibula plate at the moment of insertion on the patient. There was no reported adverse effect to the patient and the delay of surgery was not significant. Another device was available for use and the incident did not require further treatment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.